Event description:
The manufacturer received information alleging a ventilator's o2 cell was faulty. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's oxygen blending module assembly was not operating as expected and needs to be replaced to address the issue. Additionally, the device's oxygen blending module harness and system board will need to be replaced for issues that did not affect the device's ability to deliver therapy as designed.